Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set for a cyclophosphamide 3,320 mg in 500 ml ns infusion leaked, location unspecified. There was no patient harm reported. Virtually no other information is available.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the set leaked was confirmed. Visual inspection showed the male luer was damaged with a large section of the distal portion of the collar broken off and missing. Inspection of the remaining male luer under magnification did not reveal any stress or tool marks. Functional testing was not performed due to the obvious damage to the male luer collar. The cause of the leak was identified as a cracked male luer. However, the root cause of the crack was not identified.